Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that a compressor mini had a low pressure alarm. The field service engineer confirmed that the problem no longer occurs, without any more information available. This information is not specific enough to point to any particular fault. This generic investigation can be used if the information is not specific enough to point to any particular fault and despite good faith effort no more information has been obtained. Given this, the problem cannot be confirmed nor any root cause identified.

Event description:
Manufacturer ref.#: (B)(4).